Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited left ventricular (lv) lead oversensing and non-capture. Lv non-capture was observed via three different configurations on the vector guide. While attempting to program to vvi, there was a red stop sign due to elevated right atrial (ra) lead thresholds. Technical services (ts) discussed troubleshooting options and programming considerations. Per ts recommendation, ra output was programmed to a fixed value and the red stop sign went away. The crt-d was programmed to vvi, and biventricular (biv) trigger was programmed off. It was noted that the patient was in normal sinus rhythm. This lv lead remains in service. No additional adverse patient effects were reported.